Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device evaluation: one swg was returned for evaluation. The distal end of the swg was unraveled. The core wire was curved at the distal end and broken in the round portion of the swg away from the j-tip region. The distal weld was also missing. Per specification, it appeared a portion of the swg was missing. The curve in the distal end of the core wire is similar in appearance to a swg that has been withdrawn against a needle bevel. However, the customer reported difficulty with both the needle and the catheter so it cannot be conclusively determined when the swg unraveled and separated. The outer diameter of the swg was measured and met specification. The weld at the proximal end of the wire was intact. The instruction booklet included with the kit describes suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that if resistance is encountered when attempting to remove the swg after catheter placement, the swg may be kinked about the tip of the catheter and that the use of excessive force during removal could damage or break the wire. The device history records for the swg, needle and catheter were reviewed with no relevant findings. The report that the swg almost broke was confirmed through examination of the returned sample. The swg was unraveled and the distal end was missing. Based on the condition of the sample and the information provided, the potential cause is procedure/patient anatomy related.

Event description:
It was reported that this event involved a female patient with a subclavian insertion site. After the central venous access puncture was performed, the physician removed the spring wire guide (swg) through the needle. The central vein was punctured and the swg broke. It was noted that almost a part of the swg stayed in the patient. As a result, the device was removed and a new cv-04701 was successfully placed into the patient. Additional information received on 11/17/2010 indicated that the swg almost broke inside the patient, however, it was successfully removed without intervention. The difficulty of the procedure was the removal of the catheter. There were no complications with the patient.